Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that the needle breaks when inserting into the dog. Occurred date : unknown . Sample status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (10) 31gx6mm, 0.3ml insulin syringes in a sealed polybag from lot# 1095001. The consumer reported that needle breaks when inserting into dog, and also reported son went to re-shield needle and stuck himself after injection into dog. All 10 syringes were examined, then tested for point geometry, outer diameter and lube coverage. All observations fell within specification. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 1095001. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that the needle breaks when inserting into the dog. Occurred date : unknown. Sample status : awaiting sample.